Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to vegetation on the lead and possible infection. No additional adverse patient effects were reported. This ra lead was explanted.